Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information provided by a physician from (B)(4) of bacterial peritonitis in a patient coincident with dianeal-n and extraneal therapies for renal failure chronic. Dianeal-n and extraneal therapies were ongoing. On (B)(6) 2012, the patient contacted the baxter (B)(4) technical service center during the dwelling cycle of 3/4. On an unreported date, the patient had peritoneal cloudy effluent. On (B)(6) 2012, the patient was hospitalized for peritoneal cloudy effluent and was diagnosed as peritonitis bacterial. On an unreported date, the patient began treatment with an unknown antibiotic for peritonitis bacterial. The outcome of this peritonitis event was not reported.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, manufacturer site is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.